Event description:
It was reported that the pt experienced a loss of therapeutic effect. He has had the symptoms "off and on" since implant. He was unable to walk or talk after implant. He did experience some good therapeutic effect, but now he is unable to take care of himself. He was at an assisted care facility. It was noted that a government run spray on fields for fruit flies was the cause of his parkinson's. Further info is being requested from the hcp.